Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation lines/creases were observed on the iol optic. No information on the remedial actions taken by the healthcare facility has been provided to rayner; however, it is suspected that some form of additional medical/surgical intervention (e.g., device explantation) will be undertaken. Posterior capsule folds/creasing can occur as a direct result of the high radial force exerted on the capsular bag by the iol. Our review of production records for the rayone aspheric rao600c batch 114256660 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to determine the cause of the event. Rayner is seeking additional information from the healthcare facility to aid further investigation of the event.

Event description:
On (B)(6) 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that following iol implantation lines and creases were observed on the iol optic.